Manufacturer narrative:
30-oct-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Didn't cause any health issue [no adverse event] brush head coming off - oral-b [device breakage] brush when you push it into the body doesn't click...loose - oral-b [device connection issue] case narrative: 78 year old male consumer via phone stated that when he pushed the oral-b toothbrush head into the oral-b pro 3500 toothbrush body, type 3772, it did not click. Sometimes the oral-b toothbrush head came off in his mouth and it was loose in use. It did not cause any health issues. No injury was reported. 30-sep-2024 case update: the concomitant product lot was eb50brb-4 91845870 n213. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Didnt cause any health issue [no adverse event]. Brush head coming off - oral-b [device breakage]. Brush when you push it into the body doesn't click...loose - oral-b [device connection issue]. Case narrative: 78-year-old male consumer via phone stated that when he pushed the oral-b toothbrush head into the oral-b pro 3500 toothbrush body, type 3772, it did not click. Sometimes the oral-b toothbrush head came off in his mouth and it was loose in use. It did not cause any health issues. No injury was reported. 30-sep-2024 case update: the concomitant product lot was eb50brb-4 91845870 n213. No injury was reported.